Event description:
Healthcare professional reported no complaint against right device. Additionally healthcare professional later reported capsular contracture baker grade IV. The device has been explanted.

Manufacturer narrative:
Date of occurrence: (B)(6) 2022. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, weight to the spec, opening, white particles on the surface of the shell. A microscopic analysis was performed which identify, a striated edge opening. Based on the device analysis, the final assessment is: a striated edge opening on radius side assessed, as surgical damage.

Event description:
Healthcare professional reported, no complaint against right device. Additionally, healthcare professional later reported, capsular contracture, baker grade IV. The device has been explanted.